Manufacturer narrative:
(B)(4). Batch # p91a2r. Investigation summary: the device was returned with the distal tip of the blade broken off and returned. The remaining blade portion was scratched and had evidence of contact with metal in or out of the operative field. This blade tip portion may have broken off of the device during transport to our analysis site. It is possible that the unexpected noise heard could be either the blade making contact with metal or plastic while activated, the blade not being properly attached to the hand piece, or the solid tone emitted by the generator when the blade becomes damaged. During functional testing on a gen11, an alert screen was displayed. A probable cause for the device to stop activating and for the gen11 to display an alert screen is blade damage. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, contact with staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activation may increase the severity of the blade damage. This, in turn, can result in the device failing the pre-run test with the generator and displaying an alert screen. The alert screens that can result may include ¿tighten assembly,¿ ¿blade error detected,¿ or "relax pressure on blade," followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damaged blade can result in a broken blade. The batch history record was reviewed and there were no defects, protocols or ncr(s) found during the manufacturing process related to this complaint.

Event description:
It was reported that during a thyroidectomy procedure, the surgeon worked with ace14s instrument. After the second activation, device errors occurred and display showed the message to tighten assembly. After he tightened the instrument, it started to produce strange sound, like it touched some metal. He wasn¿t able to finished the procedure with the same shears and he needed to change it. Patient is ok, and there are not any complications for him regarding this issue.